Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-2202-30, serial/lot: (B)(4), description: dbs directional lead sterile kit 30 cm. A review of the manufacturing documentation for the burr hole cover and the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory..

Event description:
A report was received that the day following the surgery, the patient's burr hole cover opened. A CT scan showed that one of the patient's leads moved up 2cm from the original implantation location. According to the physician, the burr hole cover was properly closed during the initial procedure.